Manufacturer narrative:
As a part of our continuous monitoring and improvement efforts, this initial and final emdr is being submitted to FDA as a reportable adverse event that occurred in the USA. The product was not returned. Therefore, the product investigation consisted of a review of the production and inspection records. The results of the investigation are listed below. As the product was not returned from the customer, visual inspection could not be performed. Serial number: (B)(4) no abnormalities were found in production and inspection records of the product. Exact root cause is not determined for this case. From our investigation, we believe this issue is not product related.

Event description:
Dr. (B)(6) implanted both lenses. One lens was implanted on the left eye on (B)(6) 2017 (serial number (B)(4) this complaint) and the other on (B)(6) 2017 (serial number (B)(4) second, separate complaint). It was reported that the patient has experienced pressure behind the eye, headaches, sensitivity and blurry vision when looking at a items at a distance. Patient returned twice to his doctor, the doctor tells him to use the eye drops. No other information is available.